Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n345912, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the patient went to the clinic for a refill. The nurse was unable to access the reservoir port. The patient was taken to x-ray where it was confirmed the pump had flipped. A pump revision was scheduled for (b)() 2014. The patient status at the time of the report was noted as alive, no injury. Additional information later reported the patient¿s pump was revised (B)(4) 2014. Per the reporter they were unsure of how the pump became flipped but were sure that this happened post-implant. This was corrected during the revision. Catheter placement was also confirmed. The pump was used to deliver morphine. Additional information later reported the medications were not effective and the therapy was being changed. Following the revision the patient recovered without permanent impairment.